Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-00672. Reference MFR report: 3006705815-2019-00185. It was reported that the patient underwent an scs system explant on (B)(6) 2019.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-00672. Reference MFR report: 3006705815-2019-00185. It was reported that the patient is experiencing ineffective therapy with their scs system. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place.